Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output and a seizure. Dexcom has issued an rga for patient to return device to be investigated. Patient's wife claimed that patient experienced hypoglycemia and was given glucagon on (B)(6) 2014.